Manufacturer narrative:
(B)(4). Date sent: 1/21/2016. Information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: can you please confirm how it is the procedure was completed? That was the last firing of the procedure and therefore another firing/new stapler was needed. Was there damage to the tissue as a result of the surgeon "tearing the tissue out of the device"? No apparent damage to the tissue. Was the staple line complete? Was there any issue with the staple line (malformed staples, incomplete staple line, etc.)? Staple line was complete with no issues. Was there any bleeding? If yes, how much blood was lost (ml)? No bleeding. Did the patient require a transfusion? No was there any patient consequence or change in the post-operative care of the patient as a result of the event? No patient consequence or change is post op care as a result of the event. The surgeon did say that there was an "unusual sound" produced by the stapler during the firing sequence and that the firing trigger felt loose to touch after the firing sequence was completed.

Event description:
It was reported that during a gastric bypass procedure, the device was fired with a blue 45 reload. The device fired successfully but could not be opened. The surgeon used the manual override, but still could not open device so he had to "tear the tissue out of the device." It is currently unknown how the case was completed and it is also unknown if there was any patient consequences.

Manufacturer narrative:
(B)(4). Batch # m55c0h. The analysis found that one (B)(4) device was returned in good visual condition and with an (B)(4) cartridge loaded on the device. The received cartridge was fully fired and with cartridge deck damage. The damage to the cartridge is consistent with the device being clamped over a hard object. Upon further inspection, the spring firing trigger was noted to be loose and out of its intended position. Additionally, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. A test bailout door was properly installed and the device was tested for functionality, however the device was non-functional. The device was disassembled to inspect the condition of the internal components and the spring firing trigger was twisted around the crossover gear jamming the firing and bailout mechanisms. No conclusion could be reached as to how the spring firing trigger became loose. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.